Event description:
Per the clinic, the patient experienced poor performance, intermittencies and subsequent loss of connection to the internal device, however the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.